Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated an erroneous parathyroid hormone (pth) patient result. Customer reported the erroneous result was not released from the laboratory. Customer reported there was no change to patient treatment or injury to the patient. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that access pth reagent, lot 220180, and access pth calibrators (s0-s5), lot 289725, were used in conjunction with the dxc 600i analyzer. Bec field service engineer (fse) found the vacuum pump was failing and that there was an air leak coming from the wash valve. The fse made all the necessary repairs and successfully calibrate the pth assay.